Event description:
The customer feels there is a design flaw with the support of the expiratory valve tube. If the expiratory valve tube is not inserted in the support pin correctly the expiratory valve tube kinks and the pt cannot exhale. There was no pt injury.